Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The replaced part was returned for investigation. The received logs revealed o2 high concentration alarms and air way pressure low alarms at date of the event. The received pictures revealed water inside the filter box of the air gas module. The investigation revealed that the returned air gas module passed all tests without any discrepancy when it was connected to a test ventilator. No burning smell could be detected. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause could not be determined since the reported problem could not be reproduced.